Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error (open book image) alarm was noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. No unexpected pump error 43 and pump error 23 alarms during testing. Successfully downloaded the trace and history files using thus. A review of the trace and history download reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm occurred. Further review shows on 2/12/2023 there were the following alarms: four (4) pump error 130 mfda (linenumber = 531 filenumber = 121) alarms (18:23, 18:36, and 2x 18:55) fourteen (14) pump error 43 motor drive error (linenumber = 681 filenumber = 121) alarms (18:24, 2x 18:25, 2x 18:26, 18:28, 18:31, 18:32, 18:33, 18:35, 18:37, 18:43, and 2x 18:48) four (4) pump error 23 post-reset ram crc (linenumber = 324 filenumber = 39) alarms (18:33, 18:45, 18:49, and 19:02) the pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). Corrosion was found on the motor and motor home switch. Pump error 43 and pump error 130 alarms that are found in the history file are confirmed due to moisture damage and a corroded motor home switch. Pump error 23 alarms found in the pump history file are confirmed and are a consequence of the pump error 43 alarms. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Critical pump error (open book image) alarm is not confirmed. Pump error 23, pump error 43, and pump error 130 alarms are confirmed due to moisture damage and a corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an open book image alarm, a post-reset ram crc alarm (pump error 23), and an error in the motor detected by reading an unexpected value from hall sensor (pump error 43). It was reported that the insulin pump performed safety checks and the error was found. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.